Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room with several inappropriate shocks for lead noise. The hv lead impedance and pacing lead impedance were out-of-range low. Patients condition was stable. Defib function was programmed off and the patient was admitted under monitored care with external defibrillation. Lead was explanted and replaced.